Event description:
It was reported that this implantable pacemaker device exhibited an odd behavior which was noted on the presenting electrogram, and which also appeared to be intermittent atrial undersensing. Boston scientific technical services (ts) suggested to bring the patient into the clinic to reprogram sensitivity. This device remains in service. No adverse patient effects were reported.